Event description:
In 2005, the lay user/pt contacted lifescan (lfs) and alleged that her one touch ultra meter was giving inaccurately high results. The mdedical affairs specialis (mas) called and left a message for the pt to verify/obtain additional info 2 days later. A letter will be sent. The lay user/pt reported that a week and a half ago, she had received a result of "90" on the subject meter. She was feeling shaky and disorieted after testing on the meter. It is not known if she had taken any actions following the use of the meter. She was taken to the hosp (time frame not provided) and the hosp meter result was 44 mg/dl. She was admitted to the hosp and "given insulin" (treatment conflicts the low result on the hosp meter). At the time of troubleshooting with the cutomer service agent (csa), the pt was unable/unwilling to answer if the m;eter was set in the right unit of measurement (mg/dl) at the time of testing. She did not have any supplies that she used at the time of the incident and therefore, a control solution test was not performed. Her testing technique was determined to be correct. Although there is insufficient info (the time difference between the subject meter and the hosp meter's results, pt's medication regimen, if there was intervention between the two meters' results provided, and meter's unit of measurement) to conclude that the result of "90" on the subject meter was inaccurate, this complaint is reported as an adverse event because the pt experienced hypoglycemia (hosp results was 44 mg/dl), which matched his symptoms. There is also conflicting info regarding the treatment given. A replacement meter, control solution, and test strips were sent to the lay user/pt.